Manufacturer narrative:
G4: 27jan2020. B4: 30jan2020. The part was returned to the manufacturer for failure investigation (fi). It was determined that the ul_lr and ur_ll resistance were and resistance ratio ul_lr/ ur_ll were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 31oct2019. Date of report: 01nov2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the touch screen to address this reported event. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/09/2019.

Event description:
A ventilator was reported in which the buttons had inadequate response. There was no patient involvement / harm.